Event description:
Customer states that sometime early in the morning felt hyperglycemic and took 15 units of novolin at 12:30am. Customer could not test due to error at this time. Customer was found unresponsive some time later, no timeframe provided. Customer was tested on a backup device at 40mg/dl and given glucose tablets. Requested return of suspect device and replacement was sent. Customer using expired strips.